Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the item were not showing available to issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the item were not showing available to issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing available to issue. A technical support specialist logged into mql and verified that an issue transaction had occurred for the item. Customer was asked to log back into the cabinet and perform a cycle count to correct the inventory. It was advised that a di would populate, and customer would need to explain the situation to the pharmacy. Since transaction changes were not permitted, customer was instructed to contact the pharmacy to correct the di and request the medication as only 1 unit was available while 2 were needed. Customer proceeded to call the pharmacy. The system functioned as intended after the technical support specialist verified the device.